Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) with bile stone lithotripsy, the physician used a cook endoscopy memory soft wire basket. A sphincterotomy (to widen the ampullary opening) had been performed. The basket was used to capture the stone, but the basket and stone unit could not be removed from the duct into the duodenum through the ampullary opening. The basket was prepared for mechanical lithotripsy by cutting the handle form the basket device. The lithotripsy apparatus (cook endoscopy conquest lithotriptor cable) was advanced into position over the basket drive wire. During lithotripsy, the basket wires broke near the lithotripsy handle. At this time, the stone was reported to be impacted with the basket. (Note: impaction indicates the basket could not be separated from the stone.) The lithotripsy apparatus was removed from the basket and another lithotripsy cable was advanced over the basket wire starting at the broken area outside the patient. This action dislodged the stone from the basket. At this time, the basket was removed from the patient. The patient underwent an ercp the following week to remove a stone. A foreign object did not have to be retrieved from the patient. No additional procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. A review of the twelve month complaint history for the cook endoscopy extraction basket product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The initial reported indicated the stone captured in the basket is approximately 1cm in diameter. The information indicated a sphincterotomy of the ampullary orifice was completed prior to the extraction attempt. The instructions for use advise the user that an ampullary inadequate to allow for the unimpeded passage of the stone and basket is a contraindication. Impaction of the object inside the basket is listed in the instruction for use as a potential complication with use of an extraction basket. The instructions for use of the conquest lithotriptor cable warn the user that because the lithotriptor device generates mechanical pressure during use, basket fragmentation and/or stone impaction in the common bile duct is a possibility that may require surgical intervention. The instructions for use of the conquest cable warn the user that due to the varying compositions of biliary stones, stone fracture may not be possible. If the stone cannot be fractured, continued rotation of the handle may cause the basket wire to break, requiring surgical intervention. Prior to distribution, all cook endoscopy memory soft wire baskets are subjected to a visual inspection and functional test to ensure device integrity. Corrective action: no corrective action warranted at this time because this report could not be verified. This reported occurrence involves an inherent risk of the procedure and a known potential complication. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.